Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure and venous pressure alarms occurred during a routine hemodialysis treatment. The blood pump was stopped and while attempting to reposition the venous needle, it dislodged. Partial rinseback was performed through the arterial needle resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported alarms and subsequent blood loss to problems with the patient's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.